Manufacturer narrative:
Investigation summary: 10 samples were received. The plunger rod- rubber stopper was pulled up to the 10ml mark and tested for sustaining force. The readings were: 10.4n, 11.1n, and 17.3n. The other sample was at the 7ml mark. It was tested for sustaining force giving 18.5n. The other six samples that came with packaging flow wrap were tested for sustaining force giving the following results: 12.5n, 18.4n, 14.3n, 13.1n, 11.4n and 25.5n. The product specification for sustaining force is <20n. They all were inspected for plunger rod discoloration finding them all acceptable, no discoloration was observed. One sample failed for sustaining force. This was due to not enough silicone. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: there was no documentation of issues for the complaint of batch9058570 during the production run. This is the 1st complaint for the lot# 9058570 for the same defect or symptom. Root cause description: not duplicated. Rationale: na.

Event description:
It was reported that bd posiflush¿ normal saline syringe plunger was difficult to move. This occurred on 3 occasions. The following information was provided by the initial reporter: material no.: 306547, batch no.: 9058570. It was reported the flush syringe plunger was harder to push and the color of the plunger was a different hue than other syringes used. Verbatim: flush syringe plunger harder to push and color of plunger a different hue than other syringes used.